Event description:
It was reported to philips that after booting the device, the data monitor stopped at a blue screen. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and found that the video output part (graphics card) in the host pc was malfunctioning. The fse replaced the host pc and reinstalled the application software. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome